Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing over. A technical support specialist applied knowledge article titled pyxis es server reboot process and validation. The server took one hour to complete the reboot and dialed in and ran the server downtime query and found no delay in messages and spoke with customer, who confirmed that all patients were now crossing. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, reported all patient order was not crossing over both stations. User unable to sign-in to the server as he was getting an error that says, "an error occurred while processing your request". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.